Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, as the nurse was advancing it through the incision using the proper two-hand method wherein one hand was pulling through the skin and the other hand from the skin out the incision, the tube detached at the transition zone between the hard and soft plastic. The procedure was completed with a  new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the tubes and the inside of package have residue. The device was observed to have broken into two pieces at the transition joint, confirming the complaint. No other defects or damage were observed. It was noted that the condition of the returned unit was not consistent with the reported event of feeding tube detached/separated. Based on all gathered information, the complaint investigation conclusion code selected is operational context. A complaint investigation conclusion code of operational context indicates that the complaint is associated with a product that meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the nurse was advancing it through the incision using the proper two-hand method wherein one hand was pulling through the skin and the other hand from the skin out the incision, the tube detached at the transition zone between the hard and soft plastic. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.